Event description:
During preparation for cardiopulmonary bypass, the user observed that the level detector was functioning, but displayed a disconnect message on the control interface of the heart lung console. There were no adverse consequences to the pt as a result of this event.